Manufacturer narrative:
(B)(4): the product used during the procedure was not returned which could have aided in the determination of the cause, however, the migration of filter basket can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. Based on available information and the absent of the device for analysis, a conclusive cause appears to be related to operational context and not a manufacturing related deficiency.

Event description:
Device issue: filter was inadvertently pulled out of position. Adverse event: medical intervention. Onset of adverse event: during the procedure. It was reported that during a right internal carotid artery stenting procedure, during the exchange of the xact stent delivery system with the non-abbott balloon, the emboshield embolic protection device (epd) was inadvertently pulled back into the stent. The epd was retrieved and a second emboshield epd was deployed distal to the stented area. Post balloon angioplasty was completed and the patient experienced some hypotension which was treated with medication. One day post-procedure, the hypotension resolved and the patient was discharged to home.